Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red like abrasion that releases fluid. The patient¿s pcp recommended they apply zynxoxide for the skin irritation patient reported that the irritation is getting better.